Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula assembly fully deployed. Corrosion was observed on the pcb assembly. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly. Fluid path testing found fluid leaking past the reservoir plunger into the upper portion of the reservoir. Corrosion was observed on the tube nut and clutch spring. The leak in the reservoir sub-assembly resulted in fluid leaking out the reservoir cap window into the device, which contributed to the corrosion observed inside the device. This internal fluid leak prevented the proper delivery of insulin. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 320 mg/dl. The patient reports their blood glucose level had not decreased after multiple boluses. As treatment, the patient applied a new pod.